Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Ppf alleges loose cup.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. Update (date)- disc(s) pfs and medical records received. Pfs identified patient dob, height and weight. There is no new additional information that would affect the existing MDR decision. Update rec'd (B)(6) 2016 - litigation received. Litigation alleges pain and suffering. General litigation indicated metal on metal complications. There is no new additional information that would affect the existing MDR decision. Update (B)(6) 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges difficulty walking or bending, and could no longer add weight on the side of the hip. After review of medical records for the MDR reportability, it was stated that the patient was revised to address left femur fracture. Revision notes reported that the femoral component was grossly loose rotating approximately 90 degrees. It was also indicated that there was a bowing of the femur. Surgical pathology reported metallosis. Added srom sleeve for the reported loosening. This complaint was updated on (B)(6) 2017.